Event description:
The graphical representation of the point of interest position in the "irregular field/monitor unit calculator" window is incorrect. This representation does not account for divergence when generating the beam's eye view. This may cause points of interest to appear to have incorrect x and y positions. However all x, y, and depth values will be used as entered and dose computations will be correct.